Event description:
During a meniscal repair procedure, the silicon tubing of 2 fastener inserter needles came off of their inserter needles into the joint space. The tubing were retrieved, without complication and the case was concluded successfully without incident or harm to the patient. See also associated MDR 1221934-2006-00037.